Event description:
The information provided to sjm indicated an 8f angio-seal evolution was selected for use following a left femoral artery stenting procedure. After 2 hours in the post-anesthesia care unit, the patient became hypotensive and tachycardic. Ultrasound revealed abdominal bleeding and the patient was sent to the operating room. The angio-seal was found to have failed. Sutures were placed to repair the artery.